Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the speaker in use at their information center ix product was out of order/failed. No patient harm or adverse event occurred.